Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smallbore 6 inch ext vlv tubing sets were blocked/occluded and would not flush. The following information was provided by the initial reporter: "the tubing will not flush currently and fluid gets stuck."

Manufacturer narrative:
H6: investigation summary: two samples (model #20039e) and three photos were returned by the customer. It was report that the tubing will not flush. The photos show the reported sets, however, they do not verify the complaint. The returned samples were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of the samples were open and able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20125798 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned needle-free connector (smartsite). Following a small number of similar reports, CAPA 1998036 has been initiated. Bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However in this instance no occlusion was observed during testing of the returned samples.

Event description:
It was reported that 2 smallbore 6 inch ext vlv tubing sets were blocked/occluded and would not flush. The following information was provided by the initial reporter: "the tubing will not flush currently and fluid gets stuck."